Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that they had been told the device would have three to six month until it would need to be replaced once the battery showed it was getting low. Then during the device replacement, the patient reported that the physician told the patient that they "flat-lined". The patient commented that they "would have died" had they not been on the table since the device quit working. The device was explanted and replaced. No further patient complications have been reported as a result of this event.